Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's father that the customer was hospitalized 3 times while wearing the pump. Caller stated that the customer was hospitalized twice for low blood glucose levels and once for diabetic ketoacidosis. Caller does not have time to troubleshoot at this time. No further assistance needed.